Event description:
The iq200 urine microscopy instrument short sample detector failed to flag empty negative controls. No patient samples were affected during this evaluation.

Manufacturer narrative:
The following mdrs are related to this event: 2023446-2014-00180, 00181, and 00182.